Manufacturer narrative:
According to the patient's clinical case manager the pt had no known bleeding episodes and there was no indication in pt's record of poor hemostasis at dressing changes. At each nursing assessment the description of the exudate was from thin pink to think red copious drainage. The case manager also indicated that the pt was not complaint with v.a.c. Therapy and would remove at will. According to the case mgr, the pt was educated not to remove v.a.c. Therapy on multiple occasions. The clinical case mgr also reported that the pt was admitted to hosp in 2008, with chief complaint of decreased urine output, fever, and syncope. The pt's hgb was reported to be 7.6 gm/dl upon admission to hosp. The device was returned and evaluated by quality engineering and found to be operating passed qc inspection for operating according to specifications.

Event description:
It was reported that a pt being treated with v.a.c. Therapy for a sacral pressure ulcer was admitted to the hosp for low hemoglobin levels. The pt reported that he rec'd two pints of blood. The prescribing physician was unable to provide info regarding event as the pt was admitted to hospital where he did not have privileges.